Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the medical staff that the patient observed switching of the battery from power port 2 to power port 1 on the controller before the battery reached 24% capacity. Manufacture clinical engineering detected the battery that was involved and removed it from the patient stock, a new battery will be sent to the patient's home. Data sent for evaluation by manufacture personnel. Medical staff reported no consequences or impact to patient. No further information available. Investigation is ongoing.